Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of a coil still inside') and menstrual disorder ('horrible periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("piece of a coil still inside"), menstrual disorder (seriousness criteria medically significant and intervention required) and paraesthesia ("all the time in my right leg") and was found to have blood iron decreased ("low iron stores"). The patient was treated with surgery (hysterectomy from essure and ablation). Essure was removed. At the time of the report, the device breakage, complication of device removal and paraesthesia outcome was unknown and the menstrual disorder and blood iron decreased had not resolved. The reporter considered blood iron decreased, complication of device removal, device breakage, menstrual disorder and paraesthesia to be related to essure. The reporter commented: I still 18 months later am experiencing critically low iron stores and horrible periods . Concerning the injuries reported in this case, the following ones were reported via social media: paresthesia of lower limb. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: social media: event all the time in my right leg added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of a coil still inside'), complication of device removal ('piece of a coil still inside') and menstrual disorder ('horrible periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant) and menstrual disorder (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("low iron stores"). The patient was treated with surgery (hysterectomy from essure and ablation). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown and the menstrual disorder and blood iron decreased had not resolved. The reporter considered blood iron decreased, complication of device removal, device breakage and menstrual disorder to be related to essure. The reporter commented: I still 18 months later am experiencing critically low iron stores and horrible periods quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of a coil still inside'), complication of device removal ('piece of a coil still inside') and menstrual disorder ('horrible periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant) and menstrual disorder (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("low iron stores"). The patient was treated with surgery (essure removal and ablation). At the time of the report, the device breakage and complication of device removal outcome was unknown and the menstrual disorder and blood iron decreased had not resolved. The reporter considered blood iron decreased, complication of device removal, device breakage and menstrual disorder to be related to essure. The reporter commented: I still 18 months later am experiencing critically low iron stores and horrible periods. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.